Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a piece of tampon pledget came out of her vaginal cavity a week after using a tampon. She did not seek medical attention and did not experience any adverse health effects.